Event description:
It was reported that an overdischarge was confirmed. It was noted to be the third overdischarge. No physician mode recharge (pmr) was performed and the managing physician was going to obtain authorization for a non-rechargeable battery to be placed approximately in (B)(6) 2015. X-rays had been done. The patient was noted to be non-compliant and reported pain and a change in pain pattern extending to their left leg instead of the initial pattern of low back pain and right leg pain. An adjustment to programming was never possible as the patient would come in with an overdischarged battery at every follow-up visit according to the patient and physician¿s notes. The patient experienced less than 50% therapy relief. Follow-up determined that no date had been scheduled yet as of (B)(6) 2015 for the procedure. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).